Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Although a temporal association exists between the liberty cycler and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler, and the adverse event of peritonitis. Any potential causality between the liberty cycler and the event of peritonitis cannot be determined based on lack of available information. Additional information cannot be obtained as the patient¿s medical record has been closed post transplantation on (B)(6) 2017. Additionally, there is no allegation against any fresenius devices or products and the adverse events of peritonitis. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017 (symptoms and organism unknown). The patient was treated outpatient with intraperitoneal (ip) antibiotics (medication, dosage and duration unknown) and recovered from the event of peritonitis. The pd nurse reported that the cause of peritonitis was unknown. The patient has since recovered from the event and continued pd therapy without any complications. As of (B)(6) 2017 the patient has received a transplant and is no longer performing pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.